Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states " the patient came to see the surgeon complaining of knee pain since her implants were implanted. The surgeon scheduled the patient for removal of implants with possible hinge since her medial collateral looked as if it might have been torn. He removed the patients implants and the tibial implant did not have any cement on the back side. The surgeon commented that the tibial component did not look loose, but cement had not bonded to the implant. He replaced with tc3 implants with sleeves and stems. There was loosening of the tibial and femoral component at the cement to implant interface, unknown cement manufacturer was used. Doi: (B)(6) 2017. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.